Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00814, 0001825034-2023-00815, 0001825034-2023-00816, 0001825034-2023-00817. D10 medical devices: unknown femoral catalog#: ni lot#: ni. Unknown tibial insert catalog#: ni lot#: ni. Unknown I-beam tibial tray catalog#: ni lot#: ni. Unknown patella catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient had a left total knee arthroplasty. Subsequently, began experiencing pain and stiffness. Radiographic imaging displayed radiolucency and osteolysis. Approximately seventeen years post-implantation, underwent a revision for aseptic femoral loosening and poly wear. During the revision, found avascular necrosis and flattening of the patellar component. Approximately half of the patella had flattened off and created with a large osteophyte on the lateral side, clearly rubbing on the prosthesis. All components were removed a persona revision system was implanted without complication.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified that the patient experienced pain, with a mild stiffness issue. X-ray found femoral loosening with poly wear. Revision surgery was performed, and no intra-operative complications were noted. However, during the surgery, avascular necrosis was noted with flattening of the patellar component. Approximately half of the patella had flattened off and created a large osteophyte on the lateral side. It was excised as it was clearly rubbing on the prosthesis. All the implants were replaced. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.